Manufacturer narrative:
An evaluation of the device cannot be performed as the device was broken into pieces and was not returned to the manufacturer. Lot code could not be identified. Should additional information become available it will be reported in a supplemental report.

Manufacturer narrative:
(B)(6). The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that polys broke when doctor attempted to insert them when trialing for sizing in a total knee case.

Event description:
It was reported that polys broke when doctor attempted to insert them when trialing for sizing in a total knee case.